Event description:
Report sent to biomed dept. Pca pump #151816 runs at first, then after one hour stops. Screen reads occlusion and stops running. Light stays on. When pushes on black plunger, pump resets and starts to work. Found 50 malf. 1a on malfunction log. Sent for service.